Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. If this event occurred in multiple procedures, please provide information requested above for each patient event. 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). 2. What are the procedure name(s) and date(s)? 3. What is the quantity involved per procedure 4. Can you identify the lot number of the product that was used? 5. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No product is available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Note: related events reported on: mw# 2210968-2023-06486, mw# 2210968-2023-06487, mw# 2210968-2023-06488. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The needle on the end of suture popped off during tying and needle lost. Replaced with a new lot. There was no patient harm. Additional information has been requested.